Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed high on the continuous glucose monitor (cgm). Cause was due to the pump shutting off. Customer administered a correction injection via mdi to address the high bg. Customer continued to use the pump for insulin therapy.